Event description:
Healthcare professional (hcp) reports four incidents of blood leaks with the psn 210 dialyzer. One incident occurred in 2001 and second incident occurred two days later. Two additional incidents occurred two days later. All of the incidents occurred at the start of the pts' treatments and were noted on leak alarms. All were verified with positive hemastix. Blood was not returned to any of the pts, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incident. No pt injuries or medical intervention reported per hcp.